Event description:
The log files on the old system controller (B)(4) captured no external power events and power cable disconnects while on battery power. The alarms were due to cuts in the power cables which resolved with the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported events of no external power alarms and atypical power cable disconnect alarms were confirmed via the submitted log files. The submitted event log file from the exchanged controller contained approximately 2 days of information ((B)(6) 2023 to (B)(6) 2023 per timestamp). Beginning at 16:56 on (B)(6) 2023, the voltage and rsoc of the black power cable began to fluctuate heavily. Due to the lowered voltage on this cable, power cable disconnect alarms were active throughout the remainder of the data. While these fluctuations on the black cable were happening, the white power cable was disconnected and reconnected to power a multitude of times. Each time that the white power cable was disconnected, no external power alarms were activated. The no external power alarms resolved as the white cable was reconnected to battery power. The observed events did not impact the ability of the controller to support the pump¿s operation, as it maintained a speed above the low speed limit until the driveline was disconnected at 7:11:53 on (B)(6) 2023. Provided information indicated that the power cables of the heartmate 3 system controller (serial number: (B)(6)) had been cut. Although the controller was not returned for evaluation and no photos of the damage were submitted, the voltage fluctuations observed within the log file are consistent with damage to the black power cable. Therefore, the root cause of the no external power and power cable disconnect alarms was determined to be related to the reported power cable damage. The heartmate 3 patient handbook warns the user that to not twist, kink, or sharply bend the system controller power cables, as it may cause damage to the wires inside, even if external damage is not visible. The heartmate 3 patient handbook covers all alarms (visual and audible) that are associated with the system controller, including no external power and power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.